Event description:
- -

Manufacturer narrative:
Should additional information become available, or should the lead be returned and analysis performed, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, a visual inspection revealed the helix was retracted and dried blood was noted surrounding the helix mechanism. Resistance and pressure testing were completed to assess the leads electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A laboratory technician tested the helix mechanism and found it was nonfunctional. Analysis concluded that the clinical observation was the result of blood infiltration into the helix housing. Analysis confirmed the reported helix observation.

Event description:
Boston scientific received information that this right ventricular lead displayed increased threshold measurements. Lead dislodgement was observed. A revision procedure was performed; attempts to reposition the lead were unsuccessful. This lead was removed, replaced and returned for analysis. It was thought the helix mechanism did not function appropriately. No adverse patient effects were reported.